Manufacturer narrative:
Date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. Additional components potentially involved in the event include: common device name: lead, model: 3186ans, UDI: (B)(4), serial: (B)(4), batch: a000118781.

Event description:
It was reported that the patient's lead had migrated. As a result, the lead was explanted and replaced. Effective therapy was established post-operatively. Product investigation was unable to determine which lead had the issue.